Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating a potential occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.